Manufacturer narrative:
Device evaluation: the device has been returned and evaluated by product analysis on (B)(6) 2017 with the following findings: animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. During a visual inspection of the pump, the battery compartment was observed to be cracked in two places. Unrelated to this issue, the pump¿s time and date settings reset to the default values after the battery was removed and reinserted in less than 12 hours. The pump case was removed, and the internal clock battery on the printed circuit board was found to be leaking. (B)(6).

Event description:
The pump was returned for investigation. Investigation revealed a cracked battery compartment. This report is made based on results of investigation completed on (B)(6) 2017.